Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' valve was explanted after an implant duration of approximately 75 months. Per follow-up with the healthcare provider, it was reported that the valve was explanted due to tricuspid stenosis. The surgeon indicates that the leaflets were fibrotic, stiff and calcified.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The subject device has been discarded, and will not be returned for evaluation; therefore, the root cause of the reported stenosis cannot be positively identified. Moreover, the healthcare provider declined to provide any additional patient and surgery information, due to privacy regulations. The investigation reveals no information to suggest a device malfunction or a quality deficiency causing or contributing to this event.